Manufacturer narrative:
(Health effect - impact code): f15. The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return, event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
D9 date is for photo received , device is not returned. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported right side intracapsular rupture and ¿some enlarged axillary lymph nodes¿ diagnosed via MRI. The device has been explanted and replaced with a non-allergan device.